Manufacturer narrative:
(B)(4). Analysis was normal. No anomaly was found. (B)(4).

Event description:
It was reported that during implant procedure, sensing variations were observed on the right ventricular channel. The physician tried to reposition the lead but the issue continued. The lead was extracted and replaced. As the sensing issue continued, the physician extracted and replaced the ICD as well. The patient's condition was stable after the operation.